Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted due to z-syndrome. A standard toric lens was implanted without issues. No other information was provided. Additional information has been requested but not received.

Manufacturer narrative:
Despite multiple requests, additional information was not provided. The lens was returned for analysis. Visual inspection found no damage on the lens. A dimensional inspection was performed and all measurements were within specifications. Review of device history record (DHR) indicated no anomalies. Based on available information, a root cause for the reported event could not be conclusively determined.